Event description:
Information was received indicating that a smiths medical fluid warmer was leaking. There were no reported adverse events.

Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.